Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) reseated the lock connections from drawer board to lock on several doors to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed and unable to recover. Customer tried reboot the station, but issue still persists.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care.there were no adverse events or injuries reported based on this event.